Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and subsequent death coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the hospital staff not cleaning the transfer set and not performing pd therapy in the same way that the reporter was taught. The report indicated that the patient was hospitalized for an unspecified condition at the time of onset of peritonitis but did not specify if hospitalization was prolonged due to the peritonitis. The patient was treated with vancomycin (intraperitoneal, four loading doses administered prior to death, exact dose, frequency, and duration not reported) for peritonitis. The cause of death was reportedly a medical condition unrelated to the peritonitis; however, the patient had not recovered from the peritonitis at the time of death. It was not reported if an autopsy was performed. Pd therapy was ongoing; however it was not reported if the patient was performing therapy at time of death. No additional information is available.